Event description:
It was reported that before use of the bd q-syte¿ bi-extension set 15 cm (6 in) 1.60 ml the tube was kinked in the box. There are 11 bd q-syte¿ bi-extension set that had this issue. The following information was provided by the initial reporter: tube of q-syte bi extension set (385161) kinked in the box (before usage).

Manufacturer narrative:
Investigation summary: a device history review was conducted for lot number 8148561. Our records show that this is the second instance of a bent needle occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, based on the device submitted our engineers determined that the root cause for this event is incorrect placement of the device into the packaging by the packaging operators. When the device is placed into the packaging in the improper orientation the tubing will become deformed. To address this issue our facility has retrained the appropriate personnel.

Manufacturer narrative:
(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that before use of the bd q-syte¿ bi-extension set 15 cm (6 in) 1.60 ml the tube was kinked in the box. There are 11 bd q-syte¿ bi-extension set that had this issue. The following information was provided by the initial reporter: tube of q-syte bi extension set (385161) kinked in the box (before usage).